Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the cannula of the infusion set has pulled away from the body and he has incurred a leak. No adverse event was reported. The infusion set was discarded; however, the caller has agreed to return unused cannula's from the same box for investigation.